Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) from l5-s1 the surgeon put a polyaxial head onto the screw and noted a metal fragment in the wound, it was noted that the metal fragment came out of the polyaxial head. The surgeon reportedly removed additional hardware, which consisted of two polyaxial heads, one screw, and one locking cap in order to ensure that all fragments were removed from the wound. It was reported that all fragments were removed from the wound. Another device was available to successfully complete the procedure; there was no reported time delay or adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the polyaxial head (part 04.632.001 lot 7609085) was returned with one flange of the collet broken. The broken piece was not returned. The head also had scratches throughout the outside of the body. Polyaxial head drawings and cannulated screw drawings were reviewed during the investigation. The bone screw/collet interface is designed with an engineered interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone, a condition discovered prior to commercialization of the system. The collet is manufactured from standard implant grade material and is adequate for its use. After implantation of the matrix cannulated screw, a reamer is placed over the screw to remove all interfering bone and to ensure enough space exists to allow free mobility of the polyaxial head per the technique guide. If all of the bone was not removed in this process, it may have caught on the flange of the collet and caused it to break during insertion. Excessive assembly force or misuse of placement instruments may have also resulted in the collet breaking although the technique of the user is unknown and so an exact root cause cannot be determined. The designs of the screw and collet are deemed adequate for their intended use. The design of the screw /collet interface is adequate and likely did not contribute to the complaint condition. The assembly instructions per the technique guide include measures that prevent bone and tissue interference, which may have contributed to the collet breaking. The user technique is unknown and so the complaint is deemed indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.